Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) longevity was not what the clinician expected. This was found to be due to a programmer software estimator error. The programmer remains in use. No patient complications have been reported as a result of this event.